Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the manta closure bypass tube did not go through the manta sheath. Was not possible to set up all device. Manta sheath was fully inserted, when manta body should be deployed and all manta set up, bypass tube did not go inside manta sheath. Further information is unknown". Associated complaint: 3010252479-2024-00091.

Manufacturer narrative:
(B)(4) . No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. Following a tavr procedure, a manta 14f ce was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered considerable resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. After unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the first 14f ce manta sheath and device. A second 14f ce manta sheath and device were opened and deployed, achieving hemostasis, and the patient outcome post-procedure was fine. The manta instructions for use (IFU) indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. F urther investigation related to this event will be initiated only if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events. Correction to section d.4. The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that: "during the manta closure bypass tube did not go through the manta sheath. Was not possible to set up all device. Manta sheath was fully inserted, when manta body should be deployed and all manta set up, bypass tube did not go inside manta sheath. Further information is unknown". Associated complaint: (B)(4) .